Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode. Orders and patients not appearing in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had network failure. A field service engineer (fse) found that the system was not communicating following a hospital power outage. The fse shut down the medstation and verified that all network cables were properly seated, but the windows was unable to obtain an internet protocol address and was assigning a 169 address. The fse then switched the network cable to another port, after which the system successfully obtained a static ip address. Messages were allowed to drain, and the sync status was verified to ensure normal operation. The system functioned as intended after the field service engineer repaired the device.